Manufacturer narrative:
The reported single gripper actuation issue was confirmed via returned device analysis. The reported difficult to remove (anatomy) and poor image resolution could not be tested as these were related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar incidents. The reported difficult to remove (anatomy) and poor image resolution were due to procedural conditions. The reported tissue damage was a result of the reported difficult to remove (anatomy) as a new flail was noted after the clip was freed from the chordae. The observed product quality problem (irregular appearance) was a result of the reported single gripper actuation issue as the gripper cover was observed to be caught in the harness and appeared to be loose. The investigation determined the reported single gripper actuation issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device (clip opening) referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report the chordal interaction and suspected chordal rupture with the second mitraclip. It was reported that this was a mitraclip procedure to treat grade 3+ functional mitral regurgitation (mr). The first mitraclip ntw was inserted. All steps were performed per the instructions for use. The clip grasped the leaflets with trace mr reduction. The clip lock was checked with the establish final arm angle (efaa) step, but the clip started opening to a 30 or 40 degree angle. Troubleshooting was performed and efaa was checked again, but it was the same result. It was decided to discontinue use of this clip. The undeployed ntw clip was removed and a new ntw clip was inserted. The grippers were confirmed to be functioning on the new ntw clip. Imaging was a challenge due to shadowing/patient anatomy. When the clip was initially advanced to the ventricle, imaging was so bad, they pulled the clip back to the left atrium and re-advanced it, but imaging was still bad. The clip was difficult to remove from the chordae. After it was removed, a new flail was noted to p3 and mr grade was 4+. The flail was suspected to be from a chordal rupture when the clip interacted. Grasping was a challenge because of the poor imaging. The clip was retracted to the left atrium and the grippers were checked; it was noted that the posterior gripper would not lower anymore. This ntw clip was removed from the anatomy, undeployed. A third clip, ntr, was inserted. The ntr clip was successfully deployed, reducing mr grade to 2+. There was no additional information provided.